Event description:
A dr. Of a hospital in france informed medtronic mis that the shaft of the jetstream 10 underwent lateral leakage, distortion, and rupture of the distal end of the catheter during an injection of the embolic (ethibloc). The physician filed a report to the french authorities due to a near-incident of ethibloc having exited the rupture near the pt's spine. No pt impact was reported.